Event description:
A hospital in (B)(6) reported that two (2) rt212 adult inspiratory heated breathing circuits had faulty inspiratory heater wire connectors. No pt consequence was reported.

Manufacturer narrative:
(B)(4): additional lot number: 090421, date of manufacture: 04/21/2009. The rt212 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt212 breathing circuits are currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.